Event description:
As reported "surgeon tried to turn final gold locking mechanism on aviator and was only able to turn around 90 degrees."

Manufacturer narrative:
Risk assessment. Results: risk assessment. Surgery was delayed only 5 minutes and the surgery was completed using the implicated plate. Conclusion: since the implicated plate was implanted, a thorough investigation was not completed. It was reported to stryker spin that all the screws were fully seated and the surgeon confirmed that the spring bars were covering the screws prior to turning the blocker. Possible causes for this event include blocker/spring-bar damage during screw insertion and/or user technique, though none of those could be ruled out or confirmed in this case.